Event description:
It was reported after a da vinci procedure, when the surgical staff was taking the fenestrated bipolar forceps instrument out of the robot, they noticed that the wire was loose. There was no allegation of any harm, injury, or adverse outcome to a patient. No further clinical information was provided about the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint. The instrument pitch cables were frayed at the distal idle portion of the instrument. The frayed wires looked loose to the customer. There were no damages found on the pulley or clevis of the instrument. An additional observation not reported by site was that the instrument distal pulleys had mechanical indentations/burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentations/burrs damage may be due to likely mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional observation not reported by site was that the instrument grip cables were frayed at the distal ider pulley. The frayed strands stuck out at the wrist. No other damages were found on the instrument. The reported complaint of loose cables does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the frayed wires found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.